Event description:
It was reported that the insulin pump alarmed button error twice within the past day. The customer stated that the buttons were not responsive and the menus were scrolling on their own. The customer's blood glucose was 170 mg/dl. The customer stated that they were out in the rain but the insulin pump was inside their rain coat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving on its own was noted. The device had cracked reservoir tube lip.